Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax), d10 (concomitant). Upon review, it was identified that it was inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 was inserted via the axillary artery graft site to support the 75 year old male who had been admitted in for a minimally invasive coronary artery bypass graft surgery (imcab). After being on the 5.5 support the imcab was performed on the third day of support. After the surgery sedatives were discontinued but, level of consciousness could not be checked. Six days later the team determined a stroke had taken place. The patient was suffering from agnosia and aphasia. The exact date the stroke took place was presumed to be the day of the imcab. The causal relationship of the impella 5.5 to the stroke and/or the surgery has not been definitively determined. To intervene the team began systemic administration of heparin. No other stroke treatment has been shared. After over 21 days of 5.5 pump support the team weaned and explanted the pump, this is beyond the pump indicated use. The patient survived.